Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The analyzer alarms list contained multiple "abnormal aspiration" alarms. The investigation is ongoing.

Event description:
There was an allegation of questionable results for multiple assays from the cobas c 703 analytical unit. Two examples were provided. Example 1: the initial calcium result was 2.15 mg/dl. The repeat result was 9.61 mg/dl example 2: the initial phosphorus result was 1.21 mg/dl. The repeat result was 3.2 mg/dl. The repeat results were believed to be correct.

Manufacturer narrative:
The field service engineer found that the reagent probes were out of position, and two pieces of the cuvettes were not locked properly. He performed adjustments, corrected the cuvettes, and replaced the exchange tubing on the cell rinse station. The investigation was unable to determine a specific root cause. The issue appeared to be resolved after the service actions.